Event description:
Dates of use: 2006. Diagnosis or reason for use: dry eyes. Event abated after use stopped or dose reduced: yes. Location: lower lids ou. Os nld plugged with granulate tissue at punta and presents with infection. Tobradex qtts tid, ou and keflex 250mg po qid return in one week. In 2007 - os better but now od plugged. Continue keflex and tobradex. The following month - pt continues with only slight improvement. Punta dilated and irrigated. Discontinue keflex and continue tobradex tid ou. Five days later - stable, continue tobradex bid for 2 weeks. Two weeks later - nld abscess, punta looked closed. Restart keflex tid, ou and tobradex tid ou. The following month - still infected, nld irrigations performed. Plug seen to come out os and not sure od. Discontinue keflex and tobradex qtts. Start tobradex ointment qhs. Pt will return twelve days later. Pt was seen for follow up the same day and reported much better, os a little sore, and tear pooling. Examination revealed a clear puncta. Plan: discontinue tobradex and start restasis, o.u. Pt will return in 6 weeks. Dr the following month and has not heard back as of today. Please check with him regarding status of out case. Thank you.